Manufacturer narrative:
H4: the lot was manufactured between march 7, 2024 and march 9, 2024. The actual device was received for evaluation. Upon receipt, visual inspection on the unit via the naked eye noted the blue winged luer cap to be untightened because the cap thread was visible. Therefore, the cause of leak may be due to a use error by not securely tightening the blue winged luer cap after the device was filled with fluid. A functional leak test was performed after ensuring the blue winged luer cap was securely connected to the device, and no signs of a leak were observed. Based on the sample analysis result, the device was determined to be conforming product because no evidence of leak was observed during the functional leak test when the blue winged luer cap was securely tightened. The reported condition was verified. The cause of the reported condition was a user error. The product label (IFU, instructions for use) indicates, ¿ensure that the winged luer cap is securely connected after filling and priming.¿ a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unspecified location. This occurred during setup, prior to patient use. There was no patient involvement. No additional information is available.